Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he noted cloudy vision. His surgeon reported the lens had rotated and performed an iol rotation. Initially following the rotation procedure, the consumer reported his vision was good, but then became cloudy again. The consumer was told his lens had rotated again. The surgeon did not want to rotate the lens again and prescribed glasses. The consumer feels the lens has rotated more since he received his glasses because his vision is not as clear as it should be with the glasses. The consumer has sought a second opinion. This surgeon could not explain to the consumer why the lens had rotated. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).